Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with dementia presented to the hospital after falling. Upon review of strips prior to the fall, the right ventricular lead exhibited noise. On (B)(6) 2015 the lead was capped and replaced . No further patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the patient had also experienced muscle stimulation prior to the capping procedure.